Event description:
A remstar device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error code present, sd card found, and service is required.